Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the x-ray image was flickering. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens completed the investigation using expert discussions (considering complaint description, cs reports, system log files, system history). Based on the issue description and the error messages on side, the involved customer service employee (cse) reseated all boards in the real time controller (rtc), the central system controller and replaced the copra printed wiring board. The log file analysis shows several "bugcheck error" that would occur due to defective video card / driver issue. The system was in normal mode at the time of event and x-ray was also possible. But image flickering (artefacts) was sporadically observed. In the opinion of the technical expert, the root cause for the claimed situation is determined to be due to a copra board hardware issue.